Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy-defibrillator (crt-d) oversensed noise from use of electrocautery during coronary artery bypass grafting (CABG). Pacing was inhibited.